Event description:
Consumer alleges her husband was using the heating pad on his back by leaning against it while sitting on a couch. After ten minutes, he smelled burning and noticed the heating pad was burned and he sustained what appeared to be a second degree burn to his back. She is a nurse and treated with antiseptic.

Manufacturer narrative:
Consumer admits that her husband was leaning against the heating pad which is abuse / misuse of the product and a direct violation of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad. A prepaid label was sent to the consumer for return of the product, but consumer has not returned the product.